Event description:
It was reported that during a lap cholecystectomy procedure, when the surgeon was cleaning the device the blade broke. The blade did not fall into the patient during cleaning. They continued the case and completed with cautery. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.